Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100924.

Event description:
It was reported that following the implant of the a stage 1 bilateral deep brain stimulation (dbs) stn lead the patient was hospitalized after she was incubated and unresponsive after having experienced a brain bleed. The physician stated that there was no clear reason as to why or how the brain bleed started and that there was nothing usual during the procedure. There was no intra operative or postoperative imaging performed to confirm the placement of the lead. The patient complained about a headache then became unresponsive, at which time imaging was performed and the brain bleed confirmed. The patient currently remains hospitalized and on a ventilator.